Event description:
On (B)(6) 2009, the reporter stated that the sequoia closure top starter would not hold the closure tops. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unk. Eval is pending.